Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.